Event description:
Pt/equipment user received an electrical shock from the plug while unplugging the power cord from an outlet strip. The rubber plug cover separated from its normal position while being unplugged, resulting in a electrical shock when the finger/thumb came in contact with the plug/wire connector -s- while holding the outlet strip. The shock went up through the right arm, across the chest and then down the left arm, hand. According to the user the shock was more severe in the right arm. The possible reason could be the difference in the area of contact. The contact area of the right hand was in contact with the outlet strip. The power cord plug that comes with the unit has no markings -green dot or hosp grade-rubber cover are as follows: national 15a125v 41-4850. The design of the plug is such that the rubber cover could come off while being unplugged from the electrical outlet if the outlet is fairly new especially if the plug is pulled out at a slight angle -vertically/parallel with the hot & neutral contacts- instead of pulled straight out of the outlet.